Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piston did not travel. Customer stated that load process got completed but unable to do insulin pushed out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test and self test. Device seated immediately during prime or seating test due to dried insulin on the motor slide. Device failed the force sensor test due to dried insulin on the motor slide. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button.